Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on (B)(6) 2024 at 15:36:03 in which the motor start parameters were atypical. In addition, log file analysis revealed intermittent decreases in power consumption and estimated flows during the analyzed period and one hundred (100) low flow alarms logged since (B)(6) 2024. Furthermore, log files revealed two (2) controller power-up events with associated pump start events were logged on (B)(6) 2024 at 06:54:36 and on 20/jul/2024 at 15:35:58. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 25% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 36% rsoc and (B)(6) was connected to power port two (2) with 96% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for sixteen (16) and nine (9) seconds, respectively. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the controller losses of power can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6), h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2023 / serial (B)(6) : mfg date: 21-nov-2022-11-21 . The codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed a motor start event with atypical parameters, multiple low flow alarms and controller power up events which  indicated a loss of power to the controller.  The vad and controller remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that an accidental double power disconnect occurred by the patient.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.